Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they deployed clip as usual but when they opened up hand to release from catheter the clip would not release. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they deployed clip as usual but when they opened up hand to release from catheter the clip would not release. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2: additional information additional information was received on march 6, 2024, this complaint coding has changed to poor bite, this is no longer a reportable event.